Event description:
The customer called to report that she's experiencing high blood glucose levels even though she has changed the infusion set three times. During troubleshooting, the customer noticed that insulin was leaking from the reservoir. The customer was advised to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.